Event description:
It was reported that the device alarms occlusion even when the line is clean. Per reporter, the rubber over the sensor has perished. There was no patient involvement.

Manufacturer narrative:
One device received for investigation. Visual inspection was performed and found damaged downstream occlusion (dso) seal. Functional testing was performed and found a defective dso sensor. The dso seal and sensor were both replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.